Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 99-150mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1: 324mg/dl (B)(6) 2015 09:24:00 am fasting: no; 2: 363mg/dl (B)(6) 2015 09:10:00 am fasting: no; 3: 202mg/dl (B)(6) 2015 11:22:00 am fasting: yes; 4: 171mg/dl (B)(6) 2015 11:15:00 am fasting: yes. Customer is concerned with all the blood results reviewed in the meter memory. No adverse event reported.